Event description:
The patient received her scs system on (B)(6) 2005. It was reported that the ipg was explanted because the patient was having pain at the ipg pocket. By her request, the ipg was replaced with a smaller, rechargeable device.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.